Event description:
The pt called lifescan and alleged the one touch ultra meter was not powering on. The medical affairs specialist unsuccessfully attempted to contact the pt. The pt stated the meter had not powered on in the past 2 weeks. The pt went to the clinic every day to have a lab test done and was giving insulin. Symptoms of dehydration, cramps, nausea and dizziness were reported. However, not when they started or if they were related to diabetes. There were no readings given from the clinic, no information on the pt's routine medications or what the pt had done when they last attempted to use the meter or if they were having symptoms at that time. Based on the information obtained from the pt, there is information to indicate the product malfunctioned, however insufficient information to state this led to a serious injury. The meter was replaced and return expected.